Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s merlin on demand transmission was sent for evaluation after the patient experienced a syncopal episode. Review of the transmission revealed ventricular noise reversion as the possible cause for the syncopal event. The patient was admitted into the emergency room. No further information is available at this time.